Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being without a sensor for several hours, then observed a blood glucose of 560 mg/dl on a blood glucose meter while using an ilet system with a 23-inch, 6 mm infusion set; the user had eaten about an hour prior, noted no visible infusion set or tubing issues, and was advised that a manual injection was an option and to wait 1.5¿2 hours before reconnecting. Symptoms included no reported clinical effects. Outcomes included no professional medical intervention or hospitalization and the user self-treated with a subcutaneous insulin injection. Investigation included customer troubleshooting and education regarding infusion set checks and temporary pump disconnection following manual correction. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no observed hardware issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear.